Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information on march 8, 2017 from a patient information verification form. A handwritten note on the form stated that the patient was deceased and alleged that the device was defective. The date of death occurred on (B)(6) 2016. Despite multiple attempts, no additional information was available from the local representative.